Event description:
It was reported that this device exhibited 14% remaining battery after being implanted for four years. During the last follow up the battery showed 67% remaining. Premature battery depletion as alleged. The device was explanted and will be returned. No adverse patient effects were reported.

Event description:
It was reported that this device exhibited 14% remaining battery after being implanted for four years. During the last follow up the battery showed 67% remaining. Premature battery depletion as alleged. No adverse patient effects were reported. The device was explanted and was returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior.